Event description:
It was reported via patients daughter that a stroke occurred. In (B)(6) 2018, the patient underwent a watchman left atrial appendage (laa) closure procedure. Upon the first transesophageal echocardiography (tee) there was a lot of unusual movement on the top of the device and there were concerns for the fabric coming off. The patient had another follow up at an unknown time and decreased movement was noted. In (B)(6) 2019, the patient sustained a stroke. The patient is on eliquis but no further information is known at this time.